Event description:
It was reported that while setting up for a breast biopsy and trying to initialize the probe the customer received a green cable error code. The pt's breast was not pierced, the case was cancelled and the pt will be rescheduled for a later date.